Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the i.v shields and/or protective cap came off letting the needle be exposed and a needle stick injury - post use occurred. The loose shield event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "when the needle cap of 301746 was removed and inserted, the needle cap automatically took off ahead of time and stuck to the root of his big finger."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for needle stick was observed, however the failure mode of loose IV shield could not be confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode needle stick. This complaint could not be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the i.v shields and/or protective cap came off letting the needle be exposed and a needle stick injury - post use occurred. The loose shield event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "when the needle cap of 301746 was removed and inserted, the needle cap automatically took off ahead of time and stuck to the root of his big finger."